Manufacturer narrative:
Additional manufacuring narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported new roots cannot measure nibp by patients < 10 kg. Root needs long time ( > 1 min) to inflate searching for the systolic value, while partial inflating and deflating till finally deflating and showing no measurement. Always showing high values, that they don't believe. Sometimes however, the root isn't able to inflate at all, as the video shows. As it affects all roots we tried and also all cuffs that should fit the babies, we didn't send in any roots, or cuffs. Also we tried the smaller cuffs and the neo-tube and cuffs. Always the same results. No patient impact or consequences were reported.